Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Credit was issued to the customer for the battery and the battery was replaced. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the manufacturing date on the battery was not correct. The customer reported that there was no patient involvement.